Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead and right atrial (ra) lead exhibited episodes of noise. It was also noted that the pacemaker exhibited unspecified issue. The physician explanted pacemaker, rv lead and ra lead and replaced with leadless pacemaker. The patient was recovering post-procedure.